Manufacturer narrative:
No unexpected button error alarms noted. No unexpected frozen screen anomalies noted; time advanced properly. The insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported via phone call, that the customer received a button error alarm. It was also reported that the buttons on the insulin pump were unresponsive. Customer's blood glucose level at the time 9.3mmol/l. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.